Manufacturer narrative:
The lot number was not provided. Therefore, the lot history review was not performed. A lot sample was returned for evaluation. A break was identified for the device returned. A root cause has not been determined. The device(s) was/were labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unknown hickman long-term hemodialysis catheter experienced a break. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The one device belonging to the sole complaint is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unknown hickman long-term hemodialysis catheter experienced a break. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.